Event description:
Customer received results of 39 mg/dl and 55 mg/dl on the meter on a neonate within 10 minutes. About 3 hours later, customer reportedly received results of 32 mg/dl and 58 mg/dl on the meter within 10 minutes on the same neonate. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.